Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors instrument was analyzed and found to have a cracked chassis. The crack damage is observed near the nose cover. Additional observation not reported by site: the instrument was found to have a broken tube adapter. The broken piece, measuring approximately 0.091" x 0.058" in size, was not return with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the housing of the monopolar curved scissors was cracked. There was no report of patient involvement or reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer verified that the issue was found in sterile processing and there was no incident of a fragment falling into a patient.